Event description:
It was reported the patient is deceased. It was further reported there was high impedance and a suspected lead fracture. The patient is reported to have received a shock due to noise after a pace terminated ventricular tachycardia (vt) episode. Noise and short interval counts (sic) have been observed during device interrogation for two years. Device detections were turned off and the patient was scheduled for lead replacement. Due to other medical conditions including cellulitis, the replacement procedure was delayed and the patient was discharged to home with a life vest. The patient is reported to have taken the life vest off to shower and died in the shower.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information and without the return of the product it would not determine this device performed as described in the field action. F(B)(4).